Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. No damage to the drive support cap was noted. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test and prime test due to motor error alarm. The insulin pump had cracked battery tube threads.